Event description:
A physician reported a pt who was treated in the glabella on 10/18/96. On 10/18/96, the pt developed symptoms at the glabella. On 10/20/96, the glabella was intensely inflamed and painful; an unspecified medication was prescribed. On 10/22/96. The area was inflames with an eschar and interruption of the skin in which fragmented collagen appeared; the physician tried to remove this with sterile pincers. The area was disinfected, medicated with a fatty ointment and banded. An antibiotic injection was given.